Event description:
It was reported that a shaft break occurred. A 5.00 x 24mm synergy megatron was inserted for use in a percutaneous coronary intervention (pci) procedure. The stent was implanted in the distal right coronary artery (rca), however following deflation of the balloon, the shaft broke during withdrawal. The device was retrieved completely. The procedure was completed and there were no patient complications reported.

Event description:
It was reported that a shaft break occurred. A 5.00 x 24mm synergy megatron was inserted for use in a percutaneous coronary intervention (pci) procedure. The stent was implanted in the distal right coronary artery (rca), however following deflation of the balloon, the shaft broke during withdrawal. The device was retrieved completely. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
H6: device code addition.

Event description:
It was reported that a shaft break occurred. A 5.00 x 24mm synergy megatron was inserted for use in a percutaneous coronary intervention (pci) procedure. The stent was implanted in the distal right coronary artery (rca), however following deflation of the balloon, the shaft broke during withdrawal. The device was retrieved completely. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: synergy megatron 5.00 x 24mm, stent delivery system (sds) was returned for analysis, the following attributes were examined: stent profile: a visual and microscopic examination of the crimped stent identified no damages. The stent was securely crimped on the balloon. Balloon profile: the balloon cones were reviewed, and no issues were noted. There was no evidence of any positive pressures having been applied to the balloon. Tip profile: a visual and microscopic examination of the bumper tip showed that the distal end of the tip was damaged. The tip edge was jagged and flattened. Hypotube profile: the device was received in two sections as a result of a break in the hypotube. The break was located at 27 cm distal to the distal end of the strain relief. An examination of the break site identified no issues with the device which could have contributed to the break. Both sections of the hypotube were kinked at various locations along both section of the break. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no damages. No other issues were identified during analysis.